Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00776. It was reported that patient experienced a fall. X-rays diagnostics confirmed lead migration. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein one of the scs lead was explanted and replaced and the other was moved. Note: all leads are being reported as we are not certain on which lead was explanted.